Event description:
The customer stated they have had a few cases where a patient generated a nonreactive result on the axsym hcv v3.0 assay, but were previously weak reactive. The customer believes the weak reactive results are correct because the pts were reactive on another method (not stated). The customer performed a calibration and a sample that previously had a nonreactive s/co of 0.7 generated a reactive result of 1.5 s/co. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.